Event description:
It was reported that prior to an unk procedure, the hand piece did not work. There was a loose stud. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Evaluation summary. The hand piece was returned with the nose cone cracked and the mount loose. It was tested on a generator and no error code was noted. However, a hissing sound was heard. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.